Manufacturer narrative:
A physical sample was received at the plant for the investigation. Photo and video samples were also received for analysis. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon visual and functional evaluation of the physical sample, the defect was not confirmed. Upon visual evaluation of the photo and video sample, the defect was confirmed; the luer skirt was broken. Based on the investigation, the root cause could not be determined at this time. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the outer wall of the luer lock area of the syringe is breaking when pushing saline.